Event description:
The customer reported that during an infusion, the set disconnected from the drip chamber. There was no report of serious injury to the patient or user as result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number is for the domestic similar product.